Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was missing a component the following information was received by the initial reporter with the following verbatim it was reported by customer that missing roller clamp.

Manufacturer narrative:
The customer reported the roller clamp was missing, and one set of material 2420-0007, lot 24113240 was returned. Upon initial visual examination, the set confirmed the failure. There is no roller clamp assembled onto the set as expected. No other issues were observed. The manufacturing plant found the root cause for the roller clamp misassembly to be related to difficulty in component assembly process. In order to address the failure, a new guard was implemented onto the fixture, to assure the roller clamp is on the set, and this was completed april 30th, 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.